Event description:
It was reported that the user believed the ilet was not delivering the correct insulin for meals and requested a factory reset; review of use indicated the user was announcing "less than" for majority of their meals, and education was provided on accurate meal size announcements and their impact on dosing. No reported symptoms. Outcomes included user concern and a planned factory reset when the user returned home. Investigation included customer interview and review of device use data. Investigation of this case revealed user-related factors involving under-announcement of meals due to use of incorrect meal size, with no device alerts or alarms reported. It was concluded that the device functioned as designed and the issue related to use and education on proper meal announcements.